Manufacturer narrative:
The vacuum hose was unblocked to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a leak from the machine causing a loss of suction. There was no report of patient injury.